Manufacturer narrative:
Device was returned to manufacturer on 03/01/2016. On 04/05/2016, it was noted that the initial MDR had incorrect aware date for the information that made the event reportable: date received by manufacturer is (B)(6) 2016. Device evaluation: the intraocular lens was returned to the manufacturer for evaluation and the visual inspection showed that the plunger component was observed in a fully advanced position. Cartridge was observed fully engaged into lower body of the pcb00 device. Push rod overrode the lens in the cartridge. Device inspection under magnification revealed that the lens was observed stuck at the cartridge body section. The push rod tip was observed at the cartridge tube area. Therefore, the complaint was confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. During manufacturing process, all lenses are cleaned and inspected under microscope for defects to ensure lenses are within specification. No non-conformance report (ncr) was issued for this production order. A review of the complaints related to the production order was performed and the results revealed no other complaint was received for this order number. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/ corrective action and preventative action (CAPA)review, there is no indication of a product malfunction or product quality deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The dfu contains a specific section on proper preparation of the insertion system. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was faulty and got stuck in the dispenser during insertion. Through follow up it was clarified that this happened as the lens was being inserted. The device was in contact with the patient. No known patient adverse effects occurred.